Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was not returned for evaluation. A device history review and complaint history search could not be performed as no lot number was provided for the screw. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Reporter's email not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw (mhlas) would not seat into the implant. Screw was removed.